Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: a detailed investigation was performed by an expert from the technical service: the investigation confirmed that at the time of the incident a coaxial hamilton medical breathing circuit was used but there was no active humidification and no humidification. The unit was checked and no signs of water or any liquids/impurities was found. The water did not come from the oxygen supply line. The analysis led to the conclusion that wrong handling caused condensate to enter the flow sensor tubing which triggered the alarm. All tests according to the service manual were passed and the device is back in use. This case was assessed reportable because although the root cause was a handling error the patient suffered from temporary desaturation but the hospital staff stabilized the situation and there is no information on longterm harm of the patient.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.